Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Since the subject device was manufactured more than 15 years ago, omsc was unable to confirm the manufacturing history (DHR) of the subject device. Based on the report of olympus service operation repair center (sorc), omsc considered there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to destroying of the electronic circuit with water invention from the camera cable breaking part of the subject device. The camera cable break might have occurred by reprocessing or storing the subject device together with tweezers, forceps, scalpel, etc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that the image of the subject device was not displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was doubted there was the camera cable break for the subject device at the unspecified timing. During the incoming inspection for the repair at olympus service operation repair center (sorc), it was found that the image of the subject device was not displayed. The occurrence date of the event is (B)(6) 2021 when this malfunction was found. There was no report of patient injury associated with the event.